Event description:
Rep reported that the cause was unknown. Reminded pt to ensure she has clothing between her when charging. Spoke with pt and she has not experienced any further issues with charging.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative regarding patient's implantable neurostimulator (ins). Rep reports that twice in the last month the patient (pt) has felt a shocking sensation at the ins pocket location when she first starts a charging session. Rep said the pt does not have any cloth between the wireless recharger (wr) and her skin. Technical services (ts) advised rep that pt should place cloth between wr and skin.